Manufacturer narrative:
The suspect device is not expected to return for evaluation. The medical device remains implanted. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The physician alleges that post esophageal stent deployment; a patient had expired. The physician states that the esophageal stent was successfully deployed to seal an esophageal perforation approximately 9 months ago. The perforation was located approximately 20cm from the incisors. The esophageal stent was sutured in place using an endoscopic stitching device. Three weeks later during a scheduled patient check-up, the perforation was still sealed, and the patient was doing well. Six to seven weeks later, the patient presented with hemoptysis and had developed additional bleeding complications. The patient expired in the hospital. No additional information was acquired from the physician or the account.

Manufacturer narrative:
The suspect medical device was not returned for investigation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned, the investigation will be reopened.